Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the pump ¿slipped over upside down¿ and that was the reason why the doctor made a repair with the patient¿s pump device. It was further clarified the patient did not have a new implanted device they just did a pump repair. It was also reported the patient¿s wife wanted to correct the patient's device information. The incorrect date of implant was (B)(6) 2020 and the correct was (B)(6) 2019. As per the wife, the patient did not have any pump replacement, she said it was only a repair. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s weight at the time of the event was (B)(6) pounds. The patient did not experience any symptoms related to the pump flip. The pump flip was first observed on (B)(6) 2020. Diagnostics/troubleshooting performed related to the pump flipping included x-rays and environmental/external/patient factors that may have led or contributed to the event was loose skin and poor abdominal tone. The cause of the pump flip was not determined, and the pump was repaired on (B)(6) 2020. The event was resolved. No further complications were reported.